Manufacturer narrative:
Device under evaluation. Upon completion of evaluation, a follow-up report will be submitted to FDA.

Event description:
User facility reported: a male patient, age (B)(6) years, undergoing a coronary angio for a non-st-elevation myocardial infarction (nstemi), had a coronary dissection during a coronary angio. There were no clinical symptoms. The event resulted in prolongation of hospitalization. The patient recovered. Recovery date was not provided.

Manufacturer narrative:
The acist angiographic injection system, model cvi, (B)(4), was returned to acist on 25 january 2018. The injector system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction based on the data from the analysis of the injector system. The instructions for use have been reviewed and no inadequacies were identified with regard to warnings, contraindications, and the directions/conditions for the use of the device. User training was provided by the (B)(4) importer's senior clinical specialist in november 2017 during device installation. On 31 january 2018 and 1 february 2018, the (B)(4) importer's senior clinical specialist visited the user facility for in-service follow-up training. Based on the investigation, there is no evidence of device malfunction related to this event and no inadequacies related to the device labeling/instructions for use or training. The cause of this event is inconclusive. This report is considered closed.